Manufacturer narrative:
Additional information was received that the patient underwent a lead revision and did well postoperatively.

Event description:
A report was received that the patient was experiencing painful stimulation and facial muscle weakness. The physician believed the lead was stimulating the nerve causing the painful sensation. Computerized axial tomography (cat) scan revealed no abnormalities. The patient will undergo a revision to relocate the lead.

Event description:
A report was received that the patient was experiencing painful stimulation and facial muscle weakness. The physician believed the lead was stimulating the nerve causing the painful sensation. Computerized axial tomography (cat) scan revealed no abnormalities. The patient will undergo a revision to relocate the lead.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision procedure.

Event description:
A report was received that the patient was experiencing painful stimulation and facial muscle weakness. The physician believed the lead was stimulating the nerve causing the painful sensation. Computerized axial tomography (cat) scan revealed no abnormalities. The patient will undergo a revision to relocate the lead.